Manufacturer narrative:
Prior to the device being sent to olympus for evaluation, it was cleaned/reprocessed. The customer provided cleaning practices performed at the user facility. There was no delay in the start of the precleaning. The customer flushed the air/water nozzle with water and air during precleaning. According to the customer, it is unknown if there were abnormalities in the accessories used for reprocessing, the air/water nozzle/channel was flushed with detergent solution or if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. The device was evaluated and the customer¿s allegation was confirmed. The bending angle was insufficient due to stretching of the angle wire. In addition to the findings reported in b5, scratches were found on the device, the insertion tube was missing, the objective lens was discolored, there were wrinkles in the insertion tube area, the switch button 4 was worn out and the play of the angle wire was out of specification due to a stretched angle wire . A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the root cause of the clogged nozzle: ¿ the foreign material was unable to be identified. ¿ it is unknown by the information provided but the customer if the device was reprocessed in accordance with the instructions for use (IFU). The IFU addresses this failure: the event can be detected and prevented in accordance with following the IFU: ¿ inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection ¿ prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). If additional becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported that the angle on the evis lucera elite gastrointestinal videoscope was down. During testing and inspection of the returned device, the nozzle was found to be clogged with debris and was attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture reportable malfunction found during device evaluation.